Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the maryland bipolar forceps instrument could not be controlled when installed on the arm. It did not move as the surgeon expected. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis could not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument moved in the wrong direction, in not enough angle. The surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The surgeon was attempting to manipulate instruments from the surgeon console and the instrument moved in the intended direction. There was not any shakiness and/or friction experienced/observed, and the issue was persistent. The device was inspected prior to use and there was no reported injury.

Event description:
Refer to h11 for follow-up information.